Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve, difficulty was encountered while advancing the commander delivery system (ds) through the esheath+. There was no difficulty inserting the esheath+ into the patient and it was inserted at a steep angle. Difficulty was encountered while inserting the ds through the esheath+, which became stuck in the strain relief and did not exit the tip of the sheath. Both the esheath+ and the ds were removed together with no withdrawal difficulty reported. Upon removal, appearance of valve stent strut exiting back seam of sheath. A new esheath+ and ds were used to successfully complete the procedure. No patient injury was reported and the perceived root cause is unknown. The facility requested to keep the devices and they will not be returned for evaluation.